Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Return of the device for investigation was requested, however to date it has not been received.

Event description:
The customer reported that the tube was too pliable requiring use of a stylet and several attempts at intubation.